Manufacturer narrative:
The evaluation of the returned device, confirmed external percutaneous lead wire damage that would have contributed to the reported event. The pump was returned assembled with the percutaneous lead cut approximately 10.5 inches from the pump housing and the severed distal end portion, measuring approximately 28 inches in length, was also returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the device, visual examination of the pump¿s blood-contacting surfaces showed no evidence of any developed depositions or adhered thrombus formations. The percutaneous lead were tested for electrical continuity and did not reveal any discontinuities or shorts. Upon the removal of the silicone jacket, a minor disruption in the metal braided shield was noted approximately 8 inches from the pump housing. The silicone jacket, clear bionate layer, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires revealed a breach to the insulation of the green wire approximately 0.5 inch form the metal connector. Significant abrasion to the insulation of the green wire was also noted approximately 7 inches from the pump housing. However, inner conductors were not exposed. The percutaneous lead was submerged in a saline solution for high potential testing to verify the integrity of each wire''s insulation and this testing did not reveal any additional insulation breaches that would have contributed to an electrical short. The green wire redundantly support motor phase 1. The observed wire damage appeared to be the result of repetitive flexing/movement and abrasion against the metal braided shield. If the exposed conductors of the green wire made contact with the metal braided shield, the resulting electrical short to ground would have resulted in the speed drop and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart, pump stoppage, low flow, and low speed operation alarms occurred while the pump was connected to the power module and the patient was sleeping. The patient had no symptoms when the red heart alarm occurred. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018 due to suspected driveline fracture. No further information was provided.